Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bipolar impedance equal to 627 to 2926 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bipolar impedance equal to 627 to 2926 ohms peak between (B)(4) 2011 and (B)(4) 2012. The proximal segment of the lead was returned and analysis found no anomalies. However, the outer tubing overlay had environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead impedance has been increasing since february of this year and triggered the patient alert for high impedance. The lead also had increased pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.